Event description:
A (B)(6) male pt contacted zoll customer support to report his monitor would not power on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on properly) has been confirmed. Upon evaluation, the monitor would not power on. The cause of the inability to power on is corrupted files on the sd cards. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the monitor. The pt received a replacement monitor.